Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s spouse stated at 1:00 am on (B)(6) 2020, the patient¿s cgm alarmed for a high of 291 mg/dl, and her husband gave her 4 units of insulin. He stated that an hour later she was making weird moaning noises in her sleep. He believed she was having a heart attack and called emergency medical services (ems) who arrived at 3:00 am. The bg finger stick was 17 mg/dl, and the cgm was registering in the mid 200¿s (mg/dl). Paramedics treated her at home with unspecified intravenous medication over several hours. Her blood sugar returned to normal values and her condition stabilized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.